Manufacturer narrative:
The complaint component was not returned for analysis. Therefore, the reported allegations could not be confirmed. The event cannot be reproduced or substantiated. A labeling review was performed and according to the ams 800 urinary control system instructions for use, "urethral atrophy" is documented as an adverse event. Additionally, there is no evidence that the device was used or handled improperly. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to cuff atrophy. A new aus device was implanted.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem, and h6 patient codes.

Event description:
It was reported that the patient presented with recurring incontinence. The artificial urinary sphincter (aus) device, which included a 5.0cm cuff, was explanted due to cuff atrophy. A new aus device, which included a 4.5cm cuff, was implanted. The procedure was completed successfully.